Manufacturer narrative:
Section other # field is populated with the di number.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg. The physician did not suspect device malfunction. The patient underwent an ipg replacement procedure. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.